Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient had presented in clinic for a post implant check. The atrial lead had high capture thresholds and decreased sensing. A CT scan and chest x-rays revealed that the atria was partially perforated by the atrial lead. The lead was explanted and replaced. The patient was stable post procedure.